Manufacturer narrative:
Compliance, contacted the customer to obtain additional information related to the event. The customer has advised that this event was precipitated by a battery failure, and that the battery was not supplied by datascope. He also stated that his records show that the battery was last replaced in 2009, which is outside of the recommended three year window. In reviewing the preventive maintenance as detailed in the operating instructions, including checking battery runtime, when batteries should be replaced, and using only datascope supplied parts. The customer stated that he plans to replace the iabp, which is thirteen years old (he has already received replacements). (B)(4)

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down, due to depleted batteries on two occasions. First alarm and shut down occurred on battery power while setting up the unit in the patients room at another hospital. The iabp was immediately plugged into ac power and worked properly. Second shut down occurred when transporting patient from the hospital room to the other hospital's ambulance bay, while loading the iabp with patient into the ambulance. When plugged into the ambulance's ac power, iabp worked properly. The patient was switched to another iabp prior to further transport within the hospital and therapy was continued. No patient injury was reported.